Event description:
During the product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a constant occlusion alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the false occlusion alarm was determined to be damage to the door latch roller. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.